Event description:
Call from pt's nurse who stated pump malfunctioned over the weekend. Needed replacement sent. Her pump started to alarm for occlusion. Serial number: (B)(4). Pt is using back up pump. No further info. Replacement will be sent to pt. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.